Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they cannot make settings changes. The customer reported the device was in use on patient, but there was no patient harm.